Event description:
It was reported that the implant at tooth location #3 was removed due to peri-implantitis.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: device code was added: 1260 h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed. The returned implant has heavy signs of use, apparent bone / tissue, and dried blood attached to external threads. The implant was observed fractured at the collar region, and large amount of apparent debris was seen stuck inside the implant's drive feature. Peri-implantitis is a medical condition and is non-verifiable with the information provided. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, device malfunction did occur. Implant was fractured at the collar. The reported event was confirmed. Peri-implantitis is a medical condition and is non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Upon follow up, the customer confirmed that the implant was also fractured.